Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine, ketamine and "3 or 4 other drugs" at unknown concentrations and doses via an implantable infusion pump. It was reported that the patient's pump was removed "last summer" because "it wasn't working" and the patient was "out of it." He explained that he was "heavily medicated." No further complications were reported.